Event description:
Suddenly at the beginning of 2005, the pt could only hear noisy and distorted sound. Occasionally there was no sound at all. The external equipment was exchanged but without any improvement in the situation. Testing confirmed that the device has malfunctioned.